Event description:
The physician attempted to treat an sfa. Once the paramount mini stent was advanced out of the guide catheter, it became stuck on a ledge of calcium. When the physician attempted to pull the paramount mini stent catheter back, the balloon became dislodged from the stent. The balloon was removed from the guide via the guide wire. The physician utilized a snare to retrieve the stent. The physician then deployed 5x18x80 stent successfully. No injury to pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.